Event description:
After cleaning of the device, the user reported that the image displayed through the endoscope was blurry. No other details regarding the nature of the event were provided. Since the event occurred after cleaning of the device, there was no patient involvement during this event.